Event description:
A malfunction was reported by the caller, identified as malfunction 199 on the tandem source pump. No notable events occurred prior to this issue, and there was no further clarification on any adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the same malfunction code did not recur. The caller was advised to continue using the pump and to reach out again if the malfunction reappeared, which they acknowledged and understood.